Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during aortic dissection surgery, 30 needles fractured when knotted, which affected the operation of the surgeon. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.